Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with unspecified intraperitoneal antibiotics (dose and frequency not reported) for the peritonitis. At the time of this report, the patient had not recovered. Dianeal therapy was ongoing. No additional information is available.